Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This record is being submitted late as part of a retrospective review per (B)(4), complaint retrospective review and remediation protocol. A field service engineer (fse) was dispatched to address the reported event, inspected the instrument and confirmed the failure. The fse found that the substrate syringe was not secure in place. After securing the syringe, the fse ran the daily check. The instrument was operating with no errors. The probable cause of this event was a loose substrate syringe. A 13-month complaint history review and service history review for similar complaints was performed for the aia-900 serial number (B)(4) from 01aug2016 through 06sept2017. The review found there were no other similar reported complaints for this product during this period. The aia-900 operator's manual under section flags and error messages states: dl flag indicates a "fault has occurred in the detector or the substrate feed line". According to chapter periodic maintenance, the detector requires cleaning of the glass plate. It must not be dirty or cloudy. It must be cleaned with alcohol. [2002] substrate low cause: an "empty" status was detected in the substrate vial at the start of measurement, so measurement will stop. Action: replace the substrate and carry out measurement once again. Also, even if there is substrate, if the label on the vial is not facing the front of the equipment, the sensor will not function correctly, so set the vial correctly. [5102] substrate bg measure aborted! Cause: the substrate background measurement was interrupted due to the occurrence of a phenomenon which prevented the continuation of substrate background measurement. Action: check the abort cause.

Event description:
The customer reported that he aia-900 analyzer displayed dl flags. The customer tried troubleshooting by replacing the substrate and set up to run a daily check. Then they received error 2002 (substrate shortage) and 5102 (substrate bg measure aborted). Customer re-started the system with the same error. Customer requested service. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting for afp, myo, fsh, ckmb, prl, e2, lhii, and progiii patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.